Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. It was reported that the pt felt a heating sensation at the ipg site for approx 1-1.5 mins. The pt stated that he was not charging the ipg, but the stimulation was on. The pt will contact his physician if it happens again. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.